Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recq0799 showed seven other similar product complaint(s) from this lot number.

Event description:
It was reported that the PICC catheter was inserted on (B)(6) 2020 and after insertion in the patient, catheter still with stylet, when performing flow and reflux test, leakage of saline was noticed through the perimeter of the catheter that was outside the ostium (02 first centimeters proximal). Immediately removed and patient remained with peripheral venous access.